Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on the posterior side assessed as surgical impact opening (shell thickness within specification). ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ calcification: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease is observed. ¿ yellow particles were observed on the shell. ¿ nick is observed assessed as non-penetrating nick. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: b5, d1, d2, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported left side ruptured prosthesis, ¿multiple silicon lymph adenitis at level 1 and 2 in the left axilla¿, ¿millimetric hyperechoic, nodular area in the 1st intercostal space in the left intra mammarian region (silicone lymphadenopathy?)" And ¿a few scattered punctate calcifications.¿ device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Health effect - impact code: f2203. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration, lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side ruptured prosthesis, ¿multiple silicon lymph adenitis at level 1 and 2 in the left axilla¿, ¿millimetric hyperechoic, nodular area in the 1st intercostal space in the left intra mammarian region (silicone lymphadenopathy?)" And ¿a few scattered punctate calcifications.¿ device has been explanted.